Manufacturer narrative:
Corrected information - d4 (serial #) investigation results: visual investigation: the products arrived in a used condition.the investigation was carried out visually and microscopically with the digital microscope and the digital-camera. Reference xc 100029772: we made a visual inspection of the product, here we detected a deformed tip of the product. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the leading device(s) lot number(s) from the quality coordinator of the production plant. The results of the review will be documented in pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Additional information: a surgical delay of approximately thirty (30) minutes was reported. The adverse event is filed under aag reference (B)(4); (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a kerrison det130 deg up 4mm 200mmreg (part # fk915r) was used during a procedure performed on (B)(6) 2021. According to the complainant, the kerrison tip bent. Follow-up information was received on october 28, 2021 which revealed that the patient was injured during the procedure. Reportedly, a "dural tear" occurred that the surgeon had to patch. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. The adverse event / malfunction is filed under aag reference (B)(4).